Event description:
A malfunction was reported on the pump that had been in storage mode for over four years. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.